Event description:
It was reported that during the insertion of the li61aor lens into the pt's left eye and haptic bent and became stuck in the pt's iris and was difficult to rotate. The capsule was ruptured during an attempt to remove the iol. A sulcus lens was successfully implanted. The pt also developed corneal edema and is currently in the process of recovering. Please reference MDR# 1119279-2011-00201 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of investigation.